Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported via (B)(4) that stent dislodgement occurred. The target lesion was located in the left main coronary artery. A 3.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent came off the balloon and became lodged undeployed in the left main coronary artery. Eventually the stent was crushed and a new stent was inserted and successfully deployed in the left main and circumflex arteries and the procedure was completed.